Event description:
During evaluation of a returned homechoice device, one increased intra-peritoneal volume (iipv) event was identified which occurred in the therapy initiated on (B)(6) 2013 at 21:38:39. During night drain cycle four, the patient's ultrafiltration reading was 1802ml, indicating the home patient (hp) drained 1802ml more than their maximum programmed fill volume of 2400ml. No additional information is available.

Manufacturer narrative:
(B)(4). (B)(6). Evaluation summary: the device was returned, and the evaluation is complete. This complaint is an ancillary service event. The difficulty of an increased intra peritoneal volume (iipv) event was confirmed through an event history log review. The cause could not be determined. Should additional relevant information become available, a supplemental report will be submitted.